Manufacturer narrative:
Cts also observed reagent syringe motion errors through proservice and requested service for customer. A field service engineer (fse) reseated the syringe driver power connections to its respective smart module, performed a complete shutdown/reboot, and replaced the cartridge chemistries (cc) reagent syringe plunger and wick. The fse performed qc to verify system operation.

Event description:
A customer contacted beckman coulter inc., (bci), customer technical support (cts) and reported that reagent probe a on unicel dxc 600 pro synchron clinical system was leaking. No injury was reported in connection with this event.